Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was not delivering insulin. Customer did not observe the cartridge to be damaged. Additionally it was reported that an occlusion alarm occurred while the customer was disconnected from the pump. Customer's blood glucose level was 312 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.